Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that the insulin pump is malfunctioning and is turning off and on. Customer reported that she was hospitalized due to high blood glucose levels. Customer's blood glucose reading was 400 mg/dl. Customer stated that she felt really thirsty and her infusion set was really red and itchy. Customer stated that she then went to the hospital and was treated with an insulin shot though her stomach. Customer reported a skin irritation under the infusion set's adhesive. Advised customer to monitor the site. Replacement product is being sent.